Event description:
Information received indicates the brake will engage but does not hold.

Manufacturer narrative:
The technician found a screw missing from the hex rod. The technician installed a new hex rod screw to repair the stretcher.